Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by abbott personnel.

Event description:
Reported due to balloon leak. The physician attempted to use a fox pta balloon catheter 6.0mm x 40mm x 75cm in the superficial femoral artery for dilatation prior to stent placement. Reportedly, the vessel measured between nine and ten millimeters. The balloon was not inspected prior to insertion. A six french introducer sheath was used and the balloon was inserted over a .035 guide wire. The balloon inflation pressure is unk. After contrast was injected it was noted that the balloon "did not hold pressure." The balloon catheter was removed from the pt over the .035 guide wire. Reportedly, upon examination it was discovered that the balloon had a "hole" in it. A meditech balloon was successfully used. No adverse reactions to the pt were reported.